Event description:
As reported by the physician, 15 minutes after placing the 26mm septal occluder device, the device embolized into the main pulmonary artery. The device surgically retrieved and the defect was surgically closed without incident. The physician also noted that the pt did not have sufficient inferior rim for the device to anchor onto.